Manufacturer narrative:
The insulin pump was received with battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. No cracked lcd window noted.

Event description:
The customer called on (B)(6) 2015 to report that on (B)(6) 2015 she dropped the insulin pump and the screen got cracked. She also stated her blood glucose was 110 mg/dl and the sensor was reading 76 mg/dl. She then called on (B)(6) 2015 and mentioned she was in the hospital but was unrelated to the device. She called back on (B)(6) 2016 and reported she was hospitalized. The customer explained that she fell in the restroom and the insulin pump fell and cracked. She bruised and cracked her head. She fell on (B)(6) and again on (B)(6). She could not stand up or sit due to back pain. The paramedics found she was dehydrated and blood glucose was 700 mg/dl. They started customer on IV and when arriving at the hospital she was at 776 mg/dl. She broke her left foot, was hospitalized for three days, and then taken to a rehab center. She was wearing the insulin pump at the time but stopped using it from (B)(6) 2015 to (B)(6) or (B)(6) 2016. Device was replaced and returned for analysis.